Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead's pacing lead impedance had dropped to half of it's original value causing a polarity switch and noise reversion and oversensing was observed on the lead. A procedure was completed on (B)(6) 2021. The physician opted to replace the rv lead and connect it to the right atrial port of the cardiac resynchronization therapy device due to the patient's atrial fibrillation as they did not want to abandon a capped rv lead. The patient was stable .